Manufacturer narrative:
Patient information not available for reporting additional product code: hwc. Date of implant reported as (B)(6) 2018, exact date is not known date of explant is not known. Date returned to manufacturer. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for a thumb proximal phalanx fracture using the variable angle locking (val) hand system in (B)(6) 2018. On unknown date, it was determined the 1.5mm val phalangeal base plate was broken. Patient was returned to surgery on unknown date for removal of the broken plate. No further information was provided. This report is for one (1) 1.5mm val phalangeal base plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. Summary of the manufacturing evaluation: as per selected investigation flow, a visual inspection has been performed and it confirmed that the received condition agrees with the complaint condition (part is broken). No material review is possible because the lot number of the involved item is unknown.the dimensional inspection and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Conclusion codes: operational context caused or contributed to event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.